Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported she is experiencing discomfort at the ipg pocket. In an effort to resolve this matter, the pt's ipg was replaced on (B)(6) 2010 with a smaller model. The new device was also placed at a different location. F/u on the pt found that the reported discomfort has been alleviated, and she is receiving effective stimulation.